Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor did not scan with evm nor after evm reset. The sensor was sent for further investigation. Visual inspection of the returned sensor observed a crack in the sensor top shell, with rust traces evident in a crack. Sensor was de-cased; corrosion was found on the pcba (printed circuit board assembly) and around the battery, and evidence of liquid ingress was observed. The damage was consistent with the sensor being exposed to a sudden impact. The DHR (device history review) was reviewed for this sensor and no failures were observed. Pressure decay sample tests have been performed on the sensor lot to identify defective seals in the sensor puck. No failures were identified. This issue is not confirmed to use. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an error message while wearing the freestyle libre 2 sensor. Customer experienced a loss of consciousness and required treatment of a glucagon injection by his wife. No further treatment was reported. There was no report of death or permanent injury associated with this event.